Event description:
A wavy grasper fell apart inside the abdominal cavity while undergoing a laparoscopic cholecystectomy with cholangiograms. All pieces of the instrument accounted for.

Event description:
A wavy grasper fell apart inside the abdominal cavity while undergoing a laparoscopic cholecystectomy with cholangiograms. All pieces of the instrument accounted for.